Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was 708 mg/dl with moderate ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address elevated bg with a manual insulin injection. Customer went to the emergency room and was ultimately admitted to the intensive care unit (ICU). Customer was treated with IV and fluids of saline and insulin and after that, long-acting insulin to address bg. There was no permanent damage. Multiple attempts were made to obtain a release date from the ICU; however, no response was received.